Event description:
On (B) (6) 2009, a thin-walled fep ringed gore-tex vascular graft with removable rings (lined) was implanted as a femoropopliteal bypass in a (B) (6) year old patient. It was reported on (B) (6) 2009, that the patient developed a seroma. On (B) (4) 2010, it was reported that at an unknown date, the graft was explanted and discarded.

Manufacturer narrative:
Additional information received on 01/27/10 changed this event from non-reportable to reportable. A review of the manufacturing paperwork has been conducted. Results the review of the manufacturing records for the device verified that the lot met all pre-release specifications.